Event description:
It was reported that during a two week post op visit, the surgeon noticed anchor c screws went beyond the plate of the anchor c cage. A revision procedure has already taken place, also while extracting the cage, the threaded tip of the 8mm inserter broke off into the cage.

Manufacturer narrative:
Method: device history review; complaint history review; functional inspection; results: the plausible root cause for the reported event is a torsional overload applied by the user. Conclusion: the anchor c 8mm inserter was confirmed to have a fractured tip upon visual inspection. The tip of the inserter was found in the returned anchor c cage. No harm or adverse consequences have been reported. The tip fracture occurred during a revision surgery while the anchor c cage was being removed. No relevant issues were found in the manufacturing records of the device lot that may have contributed to the reported event.

Event description:
It was reported that during a two week post op visit, the surgeon noticed anchor c screws went beyond the plate of the anchor c cage. A revision procedure has already taken place, also while extracting the cage, the threaded tip of the 8mm inserter broke off into the cage.